Event description:
Event description guidant received information that this device has reached replacement time after 50 months of implant. It was explanted and replaced without issue. The doctor wants to know if the device had normal battery depletion.